Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer experienced an issue where the evacuation pump stopped and while attempting to check it he was "sprinkled by evacuation liquid". The customer had to follow a protocol for exposure with "triterapy". Specific information concerning the therapy was not known. The customer was fine and was back in the laboratory. Information concerning if the customer was wearing any personal protective equipment at the time of the event was requested, but it was not provided.

Manufacturer narrative:
The investigation determined the evacuation pump involved in the event is an external pump that is not part of the roche device. There was no malfunction of the roche device. It was reported the technician involved in the event was not wearing personal protective equipment at the time of the event. The technician is currently doing fine and has returned to work. There have been no other reports of injuries of this manner.